Event description:
It was reported that one month after an esophageal stent was deployed, the pt began to experience aspiration and returned to the hosp. When x-rays were examined, the stent appeared to be wider at the distal end rather than at the proximal portion of the stent. The dr removed the stent and replaced the stent with a similar device. The dr reported that the clinical status of the pt is now satisfactory. If product is returned, a follow up will be submitted.